Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that another programmer was used to resolve the event. No further adverse patient consequences were reported.